Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The livanova field service representative who identified the reported issue replaced the touch screen to resolve the malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The service representative reported that liquid contamination was identified on the touch screen. The replaced device was kept by the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 double head pump did not work as expected during maintenance. This issue was identified by a livanova field service representative during routine service. There was no patient involvement.